Event description:
End user alleges that she has no control over the joystick and it accelerated on her and she crashed into a garbage can on the street. She has only been using the chair inside the home since then and has not experienced the acceleration since then.